Manufacturer narrative:
H11: the device was received for evaluation. During evaluation, the reported problem of failed fluid accuracy test was not reproduced. The device was tested for flow accuracy and delivered within intended range. A review of the event history log (ehl) revealed infusions at recommended parameters. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed fluid accuracy test. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.